Event description:
It was reported that the device was implanted in 2004. Pt had pain 2 months post-op and synovitis due to metallosis. X-rays were taken the end of july and revealed that the articular surface had separated from the tray. The device was revised the following month.